Event description:
It was reported the patient could not change groups using the patient programmer. It was noted that two weeks ago the patient¿s programmer fell into their coffee cup. It was further noted that the patient was sent a new programmer on (B)(6) 2013, but their old programmer had started to work again. It was noted the old programmer was working except that the patient could not change groups. The reporter stated they tried using the navigator key to ¿arrow¿ to the middle row and their programmer does nothing. It was noted the patient stated the other day the programmer allowed them to change programs, but that was it. It was further noted this occurred possibly on (B)(6) 2013. It was noted that when the patient pressed down on the navigator key nothing happens. It was further noted the patient was on group g and was getting shocked. It was noted the patient had a meeting scheduled with a manufacturing representative on wednesday to be reprogrammed. Additional information received reported the programmer was dropped in coffee and the patient needs a replacement programmer.

Manufacturer narrative:
Product ID: neu_unknown_prog, serial# (B)(4), product type: programmer. Physician product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).